Manufacturer narrative:
Follow up report - resolution and disposition: the fse replaced the power cord to address the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator shut down while plugged into ac power. The customer reported patient involvement and harm is unknown.